Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes having molding defects and the additive is abnormal. This occurred on 50 occasions before use. The following information was provided by the initial reporter: material no. 367988, batch no. 9213124. It is reported vacutainer is bowed and additive is "goopy" appearing. Reporting more affected bd tubes. Quality issue from bd. Some are so crooked, they won't go in the centrifuge. I reported this several months ago, and more are showing up. Spoke with the customer. She stated they received tubes in october and the tubes were bent, and the gel looked melted. She stated that a report was filed internally.

Manufacturer narrative:
H.6 investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for bowed tubes with the incident lot was observed, however, the failure mode for additive abnormality was not observed. Additionally, evaluation/testing of the customer samples was performed and bowed tubes and additive abnormality were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes having molding defects and the additive is abnormal. This occurred on (B)(4) occasions before use. The following information was provided by the initial reporter: material no. 367988, batch no. 9213124 -it is reported vacutainer is bowed and additive is "goopy" appearing. Reporting more affected bd tubes. Quality issue from bd. Some are so crooked, they won't go in the centrifuge. I reported this several months ago, and more are showing up. Spoke with the customer. She stated they received tubes in october and the tubes were bent, and the gel looked melted. She stated that a report was filed internally.